Event description:
New information received indicates that the lead was explanted and replaced. ICD remains implanted. The patient is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pacemaker dependent patient presented with oversensing. Oversensing, possible myopotential, was noted during testing. Programming changes, dft and lead repositioning will be discussed with the physician.